Event description:
Unusually, the sheath drew a lot of air. We had several aspiration of air and then we didn't have anymore air. It was reported there was a one minute delay in procedure. No patient consequences.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, d9, g3, g6, h2, h3, h6, and h10. The device was used in treatment. One 14f guidestar steerable guiding sheath was received without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, the sheath drew a lot of air. The hemostatic valve was viewed under magnification and looked normal and intact with no anomalies (figure 1). The sheath was aspirated with the tip submerged into water and a syringe connected to the stopcock. When the plunger of the syringe was pulled back, water was drawn into the sheath fully and smoothly. No bubbles were seen inside the sideport tubing. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then leak tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath aspirated fully and smoothly and no bubbles were observed inside the sideport tubing. The hemostatic valve looked normal and was intact. The sheath did not leak when tested manually and also met the iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. The instructions for use (IFU) informs the user: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No further follow-up is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.